Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements and loss of capture (loc) at maximum outputs. The patient had an underlying rhythm. A suspected microperforation was observed under fluoroscopy. A revision procedure was performed. The lead was successfully repositioned and remains implanted and in service. No additional adverse patient effects were reported.